Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 3gar, serial number/date code (B)(4) is approximately 8 months old. The owner's manual part number 1143151 rev. I (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age is (B)(4). The consumers medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Event description:
Dealer states joystick was overheating and would not shut off. Then dealer had to unplug from the controller and then when he went to plug it back up it will not come on. Issued dealer a return quote and once approved they will convert quote into ra. Qt (B)(4).